Event description:
Placed in 2001. On one day prior to event date, noted that arterial lumen hub to be cracked on connection and air in line. Pt sent to theatre for replacement. No other info provided.